Manufacturer narrative:
A ge service rep performed an onsite investigation. The heat sensor on the hard drive was evaluated and replaced. The system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.